Event description:
It was reported that the customer experienced extremely low blood glucose levels. The customer¿s blood glucose (bg) level that was displayed as "low", although specific value was not provided. Customer addressed low bg by consuming carbohydrates. The customer had already consulted with their doctor, who adjusted the settings on their insulin pump to be "less aggressive". Technical support recommended the customer continue consulting with their healthcare provider to address the issue.